Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 30, 2021. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the lens was received cut in half and a haptic detached, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Pt info: unknown/no information available. Date of event: the exact date is unknown, the best estimate is after the implant date (B)(6) 2021 and (B)(6) 2021 which is the explant date. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s left eye. The patient experienced blurry vision and halos. The customer considers the delay in procedure approximately 10 months later when the explant took place. The iol was explanted and replaced with a non johnson & johnson lens. There was no incision enlargement, sutures, or vitrectomy required. No further information was provided.